Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy. A lead anomaly was suspected. The lead was capped and replaced.